Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coil is sideways, irritating the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth loss ("lost 2 teeth/ lost one teeth"), oral pain ("mouth is horrible"), pelvic pain ("pelvic pain"), headache ("head aches"), mood altered ("moodiness"), hot flush ("hot flashes"), uterine irritability ("one of the coil is sideways, irritating the uterus") and tooth disorder ("teeth are so weak") and was found to have weight increased ("weight gain"). The patient was treated with surgery (getting hysto done to remove them). Essure was removed. At the time of the report, the device dislocation, tooth loss, oral pain, pelvic pain, headache, weight increased, mood altered, hot flush, uterine irritability and tooth disorder outcome was unknown. The reporter considered device dislocation, headache, hot flush, mood altered, oral pain, pelvic pain, tooth disorder, tooth loss, uterine irritability and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: device dislocation, headache, hot flush, mood altered, oral pain, pain, pelvic pain, tooth loss, uterine irritability and weight increased, tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter's information added. Event added: teeth are so weak. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coil is sideways, irritating the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth loss ("lost 2 teeth"), oral pain ("mouth is horrible"), pelvic pain ("pelvic pain"), headache ("head aches"), mood altered ("moodiness"), hot flush ("hot flashes") and uterine irritability ("one of the coil is sideways, irritating the uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (getting hysto done to remove them). Essure was removed. At the time of the report, the device dislocation, tooth loss, oral pain, pelvic pain, headache, weight increased, mood altered, hot flush and uterine irritability outcome was unknown. The reporter considered device dislocation, headache, hot flush, mood altered, oral pain, pelvic pain, tooth loss, uterine irritability and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, headache, hot flush, mood altered, oral pain, pain, pelvic pain, tooth loss, uterine irritability and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coil is sideways, irritating the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth loss ("lost 2 teeth"), oral pain ("mouth is horrible"), pelvic pain ("pelvic pain"), headache ("head aches"), mood altered ("moodiness"), hot flush ("hot flashes") and uterine irritability ("one of the coil is sideways, irritating the uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (getting hysto done to remove them). At the time of the report, the device dislocation, tooth loss, oral pain, pelvic pain, headache, weight increased, mood altered, hot flush and uterine irritability outcome was unknown. The reporter considered device dislocation, headache, hot flush, mood altered, oral pain, pelvic pain, tooth loss, uterine irritability and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, headache, hot flush, mood altered, oral pain, pain, pelvic pain, tooth loss, uterine irritability and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.